Event description:
It was reported that the customer insulin pump drive support cap is protruding and the insulin pump is alarming and squirting the insulin out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed prime test due to a protruded/loose drive support disk. A cracked display window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker was also noted.